Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a black screen and the bottom was broken after the device was dropped while on an amusement park ride. Blood glucose level at the time of the incident was not provided. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass, had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken off end cap and missing motor.